Event description:
A report was received that the patient is receiving uncomfortable stimulation. The patient wasn't reprogrammed as their ipg is not charging due to difficulty aligning the charger with the implant. The patient is scheduled to undergo a an ipg revision due to the ipg being tilted inside of the pocket. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device output was monitored for excessive leakage current while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting within the typical ipg battery depletion rate.

Event description:
A report was received that the patient is receiving uncomfortable stimulation. The patient wasn't reprogrammed as their ipg is not charging due to difficulty aligning the charger with the implant. The patient is scheduled to undergo a an ipg revision due to the ipg being tilted inside of the pocket. The patient is doing well following the revision.